Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence submitted for an ar-3687 knotless fibertak® biceps anchor, batch 15455203, which pulled out during the procedure. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported anchor pull-out is attributed to bone quality or bone preparation factors at the implantation site. If the drilled socket does not achieve optimal bone purchase due to factors such as: low bone density. Improper or suboptimal socket preparation. Incomplete socket depth. Widening or elliptical shaping of the tunnel. Then the anchor may fail to achieve adequate fixation, leading to pull-out when final tension is applied. Additionally, misalignment during insertion or insufficient engagement of the anchor¿s fixation features may contribute to reduced holding strength.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-3687, knotless fibertak® biceps, ve5, the anchor was put in for a proximal biceps tenodesis but was pulled out during final tensioning. This was detected during use in a rotator cuff repair + bicep tenodesis procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon converted to subpec teno and used a screw and button.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.